Event description:
A consumer reported problems distinguishing colors and stated her contrast in general was very poor. Her surgeon instructed her to patch the fellow eye in an effort to encourage neural adaption. She stated that she could not tolerate wearing a patch for very long. She was referred to a retinal specialist who found no retinal issues. Her surgeon has decided to exchange the lens for a different lens model (unspecified). Follow-up with the surgeon revealed he believes there was nothing wrong with the iol. He stated the iol was centered and the power was correct. He reported there was some pco and offered to perform a yag. The patient refused to have a yag. It was reported the patient can see better at night than in the day. The surgeon prescribed pilocarpine, but the patient reported it caused headaches and did not help with her vision. She discontinued use of the pilocarpine. She was referred to another surgeon for a second opinion. Additional information was requested regarding the second opinion. The facility reported they have not heard from that referral physician regarding his opinion.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no similar reports in the lot. Additional information was requested on 01/25/2007 by phone on 01/26/2007 by mail and by fax and again on 02/19/2007, 02/21/2007 and 02/22/2007 by phone.